Event description:
An impella cp mechanical circulatory support device was placed in a 76-year-old male patient undergoing a high-risk percutaneous coronary intervention. Single vascular access on the right side was attempted at the two o¿clock and ten o¿clock positions. On both attempts, once the companion sheath was inserted, continuous bleeding occurred at the insertion site. A micropuncture kit was used during the single-access attempts. The cardiologist then elected to place the companion sheath in the left femoral artery and proceeded with the intervention. This complaint will be coded as a major bleeding event with device removal.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1. Is product problem was inadvertently left out of the initial report.